Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and it was found a kink between electrodes, no metal exposure was observed. Then outer diameter (od) test was performed and was found in specification. No issues were observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of kink in body shaft cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the shipment, however, this cannot be conclusively determined. Additionally, the customer had also provided pictures of the reported issue. According to pictures provided by customer, the fluoroscopy imaging showed the catheter knotted with itself. In another picture it can be observed that the tip of catheter has a bent condition. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported may have origin in some place external to the manufacturing environment. This unit was inspected prior leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) of this device per its part number that indicates a proper manufacturing in accordance with documented specifications and procedures. The customer complaint was also confirmed based on the picture received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # : (B)(4).

Event description:
Hold for lk 1.27it was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure, the thermocool® smart touch® sf uni-directional navigation catheter wherein the catheter knotted during the procedure. The thermocool® smart touch® sf uni-directional navigation catheter appeared kinked on the fluoro screen and was hard to take out of the body. There were no wires exposed or sharp rings. It is unknown if additional tools or excessive force was applied to remove from the patient¿s body; however, it was confirmed it was removed without incident or patient consequences. It was also reported that the replacement catheter navistar¿ electrophysiology was inserted but had no electrograms displayed. Body surface (bs) signals were also lost on both, carto and recording system. The physician still had the anesthesia monitor available to monitor the patient¿s heart rhythm. This issue was assessed as not MDR reportable since it was confirmed that there was no external monitor to watch the patient¿s ECG rhythm during the noise issue.